Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with redness, swelling, inflammation, pimples, blisters, dry skin, scar, drainage, and infection, extended beyond the patch perimeter, which occurred 10 days after the sensor had been inserted in the thigh. The parent stated that when the sensor was taken off, they noted inflammation, swelling and infection. The patient was brought to see a doctor and was prescribed an oral antibiotic syrup, cephalexin 5ml 3 times a day. At the time of the report, it was stated that the infection seemed to be going away, but there was still a knot under the skin. The parent stated that they did not believe the knot could be the sensor wire, as the sensor wire was attached to the sensor when it was taken off. At the time of the report, the patient was in stable condition. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.